Manufacturer narrative:
Correction number: 2531779-03/24/2010/003-r. This report is made based on results of investigation completed on (B)(4) 2011. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed a damaged force sensor assembly.

Event description:
The pump was returned for multiple loss of prime warnings. Evaluation revealed a damaged force sensor assembly. This report is being made based on evaluation results.